Event description:
On an unknown date, a patient in the (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized for a peg/j replacement due to a buried bumper. The procedure to remove the bumper was unsuccessful and will be rescheduled at a later time.

Manufacturer narrative:
Reference record: (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.